Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient activated a pod the cannula had not deployed and the pods pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The device was received deployed. Initial inspection of the device found damage to the top and bottom housing. Attempts were made to download the device, however due to corrosion on the pcb and batteries as well as damage to the pcb, data could not be retrieve from the device. It cannot be determined if any alarms. Timeouts or drive stalls occurred during the run. Upon opening the device damage was observed to all internal components of the device; this damage was caused post use. Investigation of the device found that the reservoir, slide retract, needle mech assembly, ratchet gear, and the sma wire assembly all to be damaged caused post use. The damage inhibited the ability to test the fluid path or reset the needle mech assembly. The damages observed has compromised the investigation and therefore it cannot be determined if a needle mech failure occurred during the run of the device.